Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s glucometer was not available and after 2 hours without readings, the patient decided to go to the hospital near her workplace to have her blood glucose (bg) checked even though she was not experiencing hypoglycemic symptoms. Her bg at the hospital was 5.8 mmol/l, 15-minutes later it was 6.8 mmol/l and prior to discharge from the hospital, her bg was 7.2 mmol/l. While she was waiting for her discharge papers and after 3-hours without cgm readings, the sensor restarted, and she received accurate values until she stopped the sensor session. The event occurred eight days after the sensor had been inserted into the abdomen. Although the patient did not report symptoms of hypoglycemia, the patient was evaluated at the hospital for blood glucose values. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.